Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. It was confirmed that critical therapy remained available. The device case was opened, and the battery was removed and forwarded for detailed testing. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this health care professional (hcp) called technical services (ts) for consult after this pacemaker was found to be in safety mode. Ts reviewed safety mode parameters with the hcp. The hcp suspected battery depletion due to having difficulties connecting with the device during interrogation. It was also noted that the patient is not device dependent and did not have any radiation or other procedures that might have caused the change to safety mode. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this health care professional (hcp) called technical services (ts) for consult after this pacemaker was found to be in safety mode. Ts reviewed safety mode parameters with the hcp. The hcp suspected battery depletion due to having difficulties connecting with the device during interrogation. It was also noted that the patient is not device dependent and did not have any radiation or other procedures that might have caused the change to safety mode. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this health care professional (hcp) called technical services (ts) for consult after this pacemaker was found to be in safety mode. Ts reviewed safety mode parameters with the hcp. The hcp suspected battery depletion due to having difficulties connecting with the device during interrogation. It was also noted that the patient is not device dependent and did not have any radiation or other procedures that might have caused the change to safety mode. Subsequently this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was returned for analysis.